Event description:
The customer reported that the jaws of the device would no longer open. It is unk if the device was applied to tissue at the time. The site has indicated that no further info regarding this incident is available.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.